Event description:
The patient reportedly experienced loss of sound and tests revealed zero impedances on all electrodes. The company is in the process of gathering additional information and will submit supplemental report once new information is obtained.